Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During the troubleshooting, it was found that the patient proceeded after receiving alarms to restart therapy using the same supplies. The patient was found to have been connected during priming. The technical service representative advised the patient to restart therapy with new supplies and explained proper procedures to the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was connected during priming and had reused supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.